Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part still in the cannula tubing. It was unable to confirm if the customer received the sensor in said condition due to customer returned opened and used sensor. One remaining opened and used sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.

Event description:
The customer reported via phone call that they received calibration error alarms, change sensor alarm, low sensor alarms and bad sensor alert. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The sensor will be replaced and will be returned for analysis.